Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events on otter pool lift, we have found (B)(4) similar cases where the seat detached from lifting arm. It can be established that pool lift was being prepared for patient handling when the chair detached from lifting arm and in that way contributed to the event no patient was involved when the event occurred. The device has been exanimated by a technician- the hoist was in a good overall condition except for the seat. The general wear and tear is consistent with the age of the hoist. Moreover technicians confirm that the seat was completely detached from the frame and the securing screws were missing. The device has been in use for above 15 years. According to above information the device was found to have not been to specification when the event took a place. All devices are equipped with instruction for use (IFU) which clearly inform how correctly use and maintenance the pool lift. In IFU for otter pool lift there is maintenance section which clearly inform that caregiver should performed test by: fully raise and lower the seat using the winding handle for full and satisfactory movement. Also IFU contain the warning if in any doubt about the correct functioning of the otter, withdraw it from use and contact arjohuntleigh service department. Moreover maintenance section in IFU contains information that: - " check that all external fittings are secure and that all screws and nuts are tight." - " check that the otter can be propelled in a normal manner, making sure that the wheels are quite free in their movement and also check that the tread of the wheel is not damaged. Also ensure that the wheels are firmly secured to the base frame.". - moreover the user is required to follow the lifting operations and lifting equipment regulations (loler). These regulations place duties on people and companies who own, operate or have control over lifting equipment. All lifting operations involving lifting equipment must be properly planned by a competent person, appropriately supervised and carried out in a safe manner. Safe and successful lifting operations depend, in large part, on the continued safety of the lifting equipment and accessories that are used. Failures in this kind of equipment can result in significant or even fatal injuries. Health and safety law therefore places a number of specific obligations on those providing, controlling and using lifting equipment to properly manage these risks. In addition to the requirements for safe design and construction, all lifting equipment should also be checked and maintained as necessary to keep it safe for use. After reviewing the complaint it comes forward that the device was not according to specification when the event occurred. The most likely root cause is failure of the seat due to wear as the device has been in use for above 15 years and the seat showed signs of failing due to wear. Moreover the device is required to be inspected by user during preventive maintenance and need to check if all external fittings are secure and that all screws and nuts are tight. Missing screws should be easily detected during visual inspection by user.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo (B)(4) and any medwatch reports were submitted under (B)(4) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4).

Event description:
It was initialy reported by arjohuntleigh representative that: "the reported incident happened when the otter pool chair fell off the hoist. The customer was not on the chair at the time, there were no injuries."